Event description:
On 06/29/2006, nellcor puritan bennett received a report of leaking issues on a 6fen tracheostomy tube. The caller reported that the balloon was leaking and that the pt had to be re-intubated.

Manufacturer narrative:
Investigation of this complaint is currently in progres. The sample and lot number associated to this report is not available for evaluation.